Event description:
It was reported that during a breast biopsy, the physician pulled the marker back slightly and advanced the plunger and was able to deploy the marker. When she removed the marker from the breast, she noticed that the plastic tip had sheared off. She was unable to locate the tip.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.